Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced problem with the pump. The customer reported blood glucose value of 200 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1780kl, mmt-332a, mmt-242a. Troubleshooting was not performed. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-242a. Mmt-1780kl was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test and displacement test. Unit passed dat at 0.0872 inches. Unit was successfully downloaded using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Confirmed 63.3 units of normal bolus was delivered on (B)(6) 2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap was attached and locked into place properly. The following were noted during visual inspection: cracked keypad overlay and scratched case. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.